Manufacturer narrative:
H.6 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ physician-modified fenestrated endovascular aortic repair for the preservation of hypogastric artery perfusion and efficacy of hydrogel coil fenestration reinforcement¿  iwakoshi s, yokoi y, yokota t, nakai t, tamada s, hiraga s, ichihashi s, tanaka t. Ann vasc surg. 2025 feb;111:225-230 doi: 10.1016/j.avsg.2024.11.012 a.3 average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding  ¿ physician-modified fenestrated endovascular aortic repair for the preservation of hypogastric artery perfusion and efficacy of hydrogel coil fenestration reinforcement¿  the time frame of this study was over a one year period. Endurant and non mdt stent grafts were implanted in evar procedures on unknown dates. The patients subsequently  underwent interventions using physician modified non mdt limbs which were  reinforced with hydrogel coils. The aim was to also preserve hypogastric artery perfusion.  The following adverse events occurred: aneurysm , intervention  no further information was provided pertaining to medtronic products